Event description:
It was reported there was a handle leak. Forty five minutes into the procedure (af ablation) the catheter started to leak on the proximal portion of the catheter handle. The catheter was removed from the patient without any adverse consequences to the patient.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).